Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: both bottles were reported "positive" by the instrument with "algs neg_rate". Subsequently, about 9 hours later, these two bottles were put back into the system due to the "false positive" suspicion. After 14 days, these became "negative".